Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient that the circumstances that led to the loss of therapeutic effect was that the device was not working after they left the doctor's office but did not know until they changed settings. They also reported that the patient moved which led to the loss of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation. The patient said that they had no stimulation with group a, and, group d skipped and was not continual. Groups e <(>&<)> f were the same and groups b <(>&<)> c seemed to work. A sudden change in therapy/symptoms was reported. No falls or trauma that could be related to the issue were reported. The patient's last appointment with the manufacturing representative (rep) was (B)(6) 2015 where the rep noticed the change in symptoms right away. However, further follow up with the rep clarified that they were trying to find a date to reprogram and the patient did not specifically say the groups were not working. The indications for use were failed back surgery syndrome and spinal pain. No outcome was reported. Follow is being conducted to obtain this information. If additional information is received a follow up report will be sent.